Manufacturer narrative:
(B)(4). Concomitant medical products: ep-084054, rloc-x e1 h/w +3 mm 54/40 mm 24, 6113952. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent hip revision within one month of implant due to infection. During the procedure, the head and liner were removed and hip was washed out. The same head and liner were re-implanted; however, the hip was unstable. A new head and liner were used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.